Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) the setscrew did not engage with the ratchet spinner. The silicone seal was removed to engage the screw and remove the lead. The ipg was not used and was replaced. No patient complications have been reported as a result of this event.